Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the following alarms suddenly occurred: check vent: blower stopped operating, check vent: unit rebooted, check vent: backup alarm failed, check vent: auxiliary alarm supply failed, check vent: 35v supply failed, patient circuit occluded. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. The printed circuit board motor controller was returned to philips for evaluation. The part was tested, however, the customer complaint was unable to be confirmed.